Manufacturer narrative:
The technician replaced the brake caster to repair the stretcher.

Event description:
Information received indicates the foot end brake caster will lock and hold in brake, but continues to swivel if the bed is pushed.